Event description:
The patient reported a total of 12 times in the past few months where the v-go needle button released after the start of use. The patient explained that the needle button releases all occurred 1-6 hours into use. The patient stated the devices had been discarded.